Event description:
Device report received from synthes (B)(4) reports an event in the netherlands as follows: patient ((B)(6)) with distal radius fracture, four locking screws were distally inserted according to the ao manual, during fracture reducing by repositioning the plate the four locking screws broke just below the head of the screw. Plate was removed, the broken parts remained in the patients bone. A new distal radius plate (head five holes) was implanted. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis report is for an unknown locking screw, quantity of 4. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.